Manufacturer narrative:
Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the iliac artery. A 8.0x30x135cm express® ld iliac / biliary stent was selected to treat the lesion. However, when they got the stent over the bifurcation, it "switched back off of the balloon". The dislodged stent was successfully removed as it was still over the wire and the physician was able to remove it as a system. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.